Event description:
It was reported that the device had a code 'ceo 0123' and that 'the pulsating had exceeded what the patient could tolerate.' It was stated that the patient could not get the device close to their body because 'the pulsating was too strong.' It was noted that the manufacture representative was not aware of a code 'ceo 0123.' It was later reported that the patient received assistance from her doctor or manufacture representative on (B)(6) 2012. The patient reportedly was still having concerns. Later, it was reported that both the battery and lead were removed with no complications. It was stated that no other 'hardware' was added. Devices would not be returned. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# v785948, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).